Event description:
The customer contacted philips to report that the device had a red x and would not work on battery power. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.